Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported failure to grasp appears to be related to circumstances of the procedure as it is likely that the patient anatomy and/or the reported poor image resolution resulted in the reported failure to grasp. Additionally, it is possible the patient anatomy resulted in the reported tissue damage; however, a conclusive cause for the reported tissue damage, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the damage to the posterior leaflet during grasping. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was noted to be difficult. One clip was implanted without issue; however, mr was not adequately reduced. An ntr clip delivery system (cds 90124u383) was advanced; however, grasping was difficult and the clip was not implanted. The cds was removed. An xtr cds (81203u105) was advanced. Prior to grasping, the posterior leaflet was noted to be torn due to grasping with the ntr cds. The xtr clip was deployed lateral to the leaflet tear; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment /slda). The clip remained stable as it was attached to the previously implanted ntr clip. No additional treatment was performed. Two clips were implanted and the mr remained at 4. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.